Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the mfg site. The dates and programming present in the history did not correlate with the customer's reported programming and event info. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the bolus button on the bolus cord was pressed. The device was returned to the biomedical dept from a home health pharmacy with a report that the device alarmed whenever the bolus button on the bolus cord was pressed and the device did not deliver a dose. It was reported that pharmacy had to turn the device off and then on for the device to work. No specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. During testing at the user facility, the device passed testing. Though requested, no additional info was provided, including if therapy was completed using a replacement device.